Event description:
It is reported that the a-frame screw broke upon impaction.

Manufacturer narrative:
Device was returned; upon visual examination, no part of the screw was returned with the frame. The frame showed standard wear and tear with no indication of misuse. One side of the screw hole showed possible signs of corrosion which could have led to the stated fracture. The threads appear undamaged. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. Supplier device history, receiving inspection and device history reports were reviewed for deviations and/or anomalies with no anomalies or deviations identified. Review of complaint history determined that no further action is required. The root cause of the reported issue was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.